Event description:
The patient stated that he was hospitalized with blood glucose levels greater than 300 mg/dl. The patient did not wish to troubleshoot or provide more information about the event. The patient did not feel comfortable using this insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit had a broken belt clip slot, and scratched lcd window and case.